Event description:
Customer reported problems with the left monitor. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced the left monitor. System operates as intended.